Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The archive was reviewed and the archive received had raw exam data, bit no registration data. The imaging device has missing anatomy from a head holder.

Manufacturer narrative:
Other relevant device(s) are: product ID: software 9733763 synergy cranial s7, version: 2.2.7. Software analysis was performed and determined that there was insufficient information to determine a cause. No problem was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided. It was reported that the cause of inaccuracy was speculated to be related to poor image merge between the scan from the imaging system and the diagnostic MRI scans used.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tissue ablation procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by over 2 hours. The surgery was completed with navigation and there was no impact on patient outcome. It was reported that the site was going to do a visualase ablation and used the navigation device for navigation of the fiber placement. The imaging device was used to take a scan of the patient with bone fiducials placed (not auto-registered). 1.6mm pointmerge value was achieved. Surface accuracy was checked and no issues were found so biopsy was taken to confirm location for ablation and fiber was placed. Prior to proceeding with the ablation, biopsy came back negative. The lead placement was verified and it was found to have been 7mm off medially from the tumor. Fiducials were placed on the patient, MRI was taken and patient was re-registered with stick on fiducials. Accuracy was checked and the biopsy was taken again, this time it was confirmed as the correct tissue. The procedure was completed successfully for ablation. The delay to the surgery was just over 2 hours due to patient having to come back and re-registering, and another biopsy being taken.